Manufacturer narrative:
Retain sample analysis: microbiology analysis results are correct, and all parameters are within established acceptance criteria. Retain sample was bioburden free; solution as released by MFR was sterile. Complaint unit was submitted for microbiology eval; results indicate presence of protozoans. Based on eval results, contamination of the device is likely to have occurred after prod was released by MFR.

Event description:
An ophthalmologist's office forwarded info of a female pt experiencing acanthamoeba keratitis (od only), while using complete moistureplus solution to care for her fresh look contact lenses. Pt was being treated with several antibiotics, and after one month was still under doctor's care. Previous correct va=20/20, cva at time of initial treatment 20/80. Pt was treated with several antibiotics. Doctor is not certain that the solution is cause of ae, as he has five pts that live within several miles of each other that have experienced similar ae (only one other pt has also been using complete moistureplus - reference MDR 2020664-2006-00149). He believes that the water is the source of contamination. Dr's office provided add'l info that pt had corneal ulcer (onset of event listed as 2005), that was not responding well to antibiotic treatment. Cultured in 2006; returned positive for acanthamoeba. Treatment included phmb every hour, clotrimazole once every hour, isotohyscan qid, neomycin qid, and brolene once every hour. Event severity listed as severe, with outcome info identified as eyesight threatening, treated with rx drug, and still under treatment. Request for add'l info was sent to pt; no response.